Manufacturer narrative:
Other text: functional testing was conducted and the reported problem was not duplicated., corrected data: h.10.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump had an error code 41786. No adverse patient effects were reported by the customer.